Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pneumothorax and pleural effusion occurred, and device fragments remain in patient. On (B)(6) 2017 the patient underwent surgery to remove a renal pelvic stone from her right kidney. The physician according to his operative report, performed a percutaneous nephrostolithotomy utilizing the amplatz super stiff guidewire to gain access to the stone through the right side of the patient's back. A tear in the patient's lung occurred. The physician then inserted the amplatz super stiff guidewire for a second time between patient's eleventh and twelfth rib and removed the renal pelvic stone from patients right kidney. Pneumothorax and pleural effusion occurred, and the patient was hospitalized two days longer than expected. Approximately 54 days later a wire fragment from the amplatz super stiff guidewire was found embedded in patients right kidney. The wire fragment is permanently embedded in the tissue of the patients kidney and cannot be removed. The patient has continuous abdominal and back pain.

Manufacturer narrative:
Correction: date of event corrected from (B)(6) 2017 to (B)(6) 2017.

Event description:
It was reported that a pneumothorax and pleural effusion occurred, and device fragments remain in patient. On (B)(6) 2017 the patient underwent surgery to remove a renal pelvic stone from her right kidney. The physician according to his operative report, performed a percutaneous nephrostolihtomy utilizing the amplatz super stiff guidewire to gain access to the stone through the right side of the patient's back. A tear in the patient's lung occurred. The physician then inserted the amplatz super stiff guidewire for a second time between patient's eleventh and twelfth rib and removed the renal pelvic stone from patients right kidney. Pneumothorax and pleural effusion occurred, and the patient was hospitalized two days longer than expected. Approximately 54 days later a wire fragment from the amplatz super stiff guidewire was found embedded in patients right kidney. The wire fragment is permanently embedded in the tissue of the patients kidney and cannot be removed. The patient has continuous abdominal and back pain. It was further reported per procedure notes percutaneous nephrostolithotomy was performed through posterior upper pole access. No pulmonary compromise during surgery. The stone cleared. A postoperative nephrostomy tube was placed. Chest x-ray in pacu did not demonstrate any pneumo or hydrothorax. First postoperative day a CT scan showed tiny fragments of stone still in the kidney and the tube in good location. The tube was removed, but shortly thereafter she became short of breath and had pleuritic pain with deep inspiration. Chest CT ruled out pulmonary embolism but there was a small pneumothorax with some fluid in the pleural space noted. She was placed on oxygen and watched for the next 2 days with serial chest x-rays that showed resolution of the pneumothorax and a stable small pleural effusion. Pneumothorax likely occurred with nephrostomy tube placement. The patient was discharged 5 days after procedure. 79 days later the patient was admitted for a left kidney stone and retained foreign body. Post op x-ray kub (kidney, ureter, and bladder) study showed what appeared to be wire material in the right kidney. They physician did not find a wire. One area in the mucosa it appeared that something may have been poking submucosally.